Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2021, a 14f amplatzer torqvue 45x45 delivery sheath was selected for procedure. Post-procedure it was noted that the patient had right groin access site oozing. Manual pressure was held for more than 10 minutes until the decision was made to place a cyvek pouch. The oozing appeared to be a tract ooze. The patient was required to lay flat for 4 hours and was kept for overnight observation. The following day there was no evidence of bleeding. The patient was discharged at the time of report.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2021, a 14f amplatzer torqvue 45x45 delivery sheath was selected for procedure. Post-procedure it was noted that the patient had right groin access site oozing. Manual pressure was held for more than 10 minutes until the decision was made to place a cyvek pouch. The oozing appeared to be a tract ooze. The patient was required to lay flat for 4 hours and was kept for overnight observation. The following day there was no evidence of bleeding, but the patient's hemoglobin was noted to have dropped. The patient was discharged at the time of report.

Manufacturer narrative:
It was reported that pots procedure the patient had right groin access site oozing. Manual pressure was held for more than 10 minutes. The oozing appeared to be a tract ooze. The patient was required to lay flat for 4 hours and was kept for overnight observation. The following day there was no evidence of bleeding, but the patient's hemoglobin was reported to have dropped. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.